Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) assembly and an ars syringe for evaluation. The swg showed evidence of use. The swg was observed to have two kinks towards the distal end of the body. Microscopic examination confirmed the kinks. Both welds were present and were observed to be full and spherical. The kinks in the swg body were located 11 and 39mm from the distal tip. The outer diameter and overall length of the swg were measured and found to be within specification. The swg was advanced through the returned ars syringe and a lab inventory 18ga introducer needle to functionally test the guide wire. The swg passed through both components; however, there was slight resistance as the areas in the swg with the kinks passed through. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the swg kinked during use was confirmed through examination of the returned sample. The swg has two kinks in the guide wire body 11 and 39mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the guide wire did not pass the ars. The guide wire was warped. The doctor finished the procedure with a teleflex same product.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire did not pass the ars. The guide wire was warped. The doctor finished the procedure with a teleflex same product.